Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a bent infusion set cannula occurred. The customer's blood glucose (bg) level was over 500 and subsequently experienced diabetic ketoacidosis. The customer went to the emergency room and was subsequently hospitalized after vomiting. Bg was treated with fluids. Reportedly, customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. Multiple contact attempts were made by tandem technical support to obtain the infusion set information; however, the customer did not respond.